Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 22mm amplatzer amulet was chosen for implant on (B)(6) 2022. The device had been prepared for use according the instructions for use (IFU). During the procedure the user attempted to place the 22mm amulet but due to the patients reported difficulty anatomy the user removed the device and replaced it with a smaller, 16mm amulet. During the attempt at placing the 16mm device the patient developed a perforation of their left atrial appendage (laa). A transesophageal echo (tee) was performed confirming a pericardial effusion had developed. The patient developed cardiac tamponade, the patients respiratory rated decreased and the patient was intubated. The effusion was manually drained by syringe aspiration and the patient was transferred to another hospital for cardiac surgery and further management. The 16mm device was never implanted. The patient remained in stable condition. No additional information has been provided.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.